Event description:
It was further reported that the patient's presenting ECG (electrocardiogram) showed heart rate of 39 bpm (beats per minute) so it was determined the lead was non-functioning. Removal of the fractured lead was noted by the physician. The lead was replaced. No patient complications have been reported as a result of this event.

Event description:
The lead was returned to the manufacturer after being no reason for replacement. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Manufacturer narrative:
(B)(4).